Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-05151. The patient is implanted with scs system for off-label use. It was reported the patient experienced ineffective stimulation. It was discovered the patient bent over repeatedly during the first six weeks following lead implant, and one of the leads migrated south, as confirmed via x-ray. As a result, the physician explanted the migrated lead and replaced it with a new model. Postoperatively, effective therapy was restored. Note: both of the patient's 3183 leads are being reported because it is unknown which peripheral lead is liable.